Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 407 mg/dl. The customer was treated by blousing with the pump. It was reported that the customer had changed the battery and was still getting the alarm to change it and she had received a message that delivery had been stopped. The insulin pump will not be returned for analysis.